Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17210. Related manufacturer reference number: 2017865-2020-17211. It was reported that the patient presented in clinic upon developing an infection. The physician elected to explant the patient's implantable cardioverter defibrillator, along with their atrial and ventricular leads. The patient was re-implanted with an alternative cardiac rhythm management system. The patient was stable.